Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion: over infused saline; should have run over 12 hours but infused over one hour instead.

Manufacturer narrative:
(B)(4). The investigation into the reported event is on going at this time. A follow up report will be provided when the results of the investigation become available. (B)(4).